Manufacturer narrative:
Visual inspection of the returned autopulse platform (sn (B)(4)) confirmed the customer complaint of a lcd back light not working. Lcd screen was replaced to remedy the issue. Additionally, it was noted that one grip strip is missing and one grip strip is damaged. The autopulse platform is a reusable device and was manufactured on 2009. The combination of issues found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform has exceeded its expected service life of 5 years. After parts replacement, the device was further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the lcd backlight of the autopulse platform (sn (B)(4)) has flickering light. There was no patient involvement.